Event description:
It was reported that during a patient care, the platform ran for 3-4 minutes before the display flickered and then went blank without warning. Customer replaced the battery, which was showing a green light with another battery. The second battery ran for the remainder of the code without any problems. After about 4-5 minutes the patient was pronounced dead. It was also reported that patient had been down for a little while and was receiving manual CPR prior to medics' arrival.

Manufacturer narrative:
Reported complaint of "the platform ran for about 3-4 minutes before the display flickered and then went blank" was not confirmed. Furthermore, as indicated by the customer, "a second battery was used for the remainder of the code with no problems". Therefore, the likely cause for the platform flickering and going blank is the use of a weak battery. Unrelated to the above issue, a load cell, which is the device that ensures the patient is properly placed on the platform, was found to be defective. The load cell, load plate cover and seals were replaced. The platform passed final test.